Event description:
Patient with ovarian cyst had a d & c, chromotubation performed and during stitching at umbilical area, the tip of the suture needle broke. X-ray confirmed needle in subcutaneous tissue. The umbilical area was re-explored, the needle tip was found and removed. Repeat x-ray confirmed removal of foreign body. Patient was discharged home the same day from ambulatory surgery.

Event description:
Customer reportedly received results of 40 mg/dl and 100 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.